Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. A failure analysis was performed for the host pc monoplane revised_ii no hdd (3 fg), where it was concluded that the unit had no power due to faulty power supply unit. The fse replaced the host pc to resolve the issue. Following the replacement, the system was restored to normal operation and returned to use in good working condition. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc failed to start up, which could prevent the whole system from starting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.